Event description:
On november 13th, 2025, stratus medical received a voluntary medical device report (MDR) mw5177948 from the FDA. The report included the following information regarding the suspect medical device, nimbus electrosurgical radiofrequency (rf) multitined expandable electrode. Prior to receiving the MDR mw5177948 from the FDA, stratus medical was unaware the event had occurred. The following event description was derived from MDR mw5177948. "It was reported that following the radio frequency (rf) procedure the patient experienced 2nd degree burn with blistering that correlated with the area of rf cannula was located. The consumables used were non-bsc devices grounding pad, abbott reusable electrodes, nimbus needle by stratus medical cannula. Reference reports: mw5177946, mw5177947. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
Stratus medical was unable to perform a product investigation as the subject device was not returned. As no product-specific information was provided, the device history record could not be reviewed and a conclusive root cause could not be determined. Additionally, no contact information was provided, as such, stratus medical could not contact the complainant or facility to request additional information.